Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited an audio sensor alarm, syringe plunger alarm, and a watchdog error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked plunger case. The event history log revealed a ¿primary audible alarm post¿. Functional testing was unable to duplicate the reported problem; however, it was verified in the ehl. The service history review identified no indication that the complaint was related to a service of the device within the review period.